Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "leaking. I noticed I lost the top half and noticed it is definitely smaller." Device remains implanted.

Event description:
Device has been explanted.